Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users experienced latency in logging in to the station via biometric identifier. Customer stated that it took 20 seconds to a minute for the login process to complete, and the issue caused a delay of 5 minutes, tried to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station biometric identifier login had latency. A technical support specialist dialed into station and logged in as carefusion admin, navigated to features and uninstalled the device service, then installed the update package, following knowledge article (ka) - bioid sensor fails after pushing rss es 1.8 lumidigm update for the biometric identifier sensor failure. Once the installation was complete, tss opened the station configuration utility and set auto login to carefusion application, then rebooted the device. The system functioned as intended after the technical support specialist troubleshot the device.